Event description:
"Ntaneous "case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and menstrual disorder ("unusual period"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and menstrual disorder ("unusual period"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, live birth, dysmenorrhea, menorrhagia and migraine. Concomitant products included buspirone since (B)(6) 201 and clonazepam since (B)(6) 2014 for anxiety, gabapentin since (B)(6) 2011for pain nos and omeprazole magnesium (prilosec) since (B)(6) 2010for stomach pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/ pain during sexual intercourse"), menstrual disorder ("unusual period"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain/ uterus pain") and vulvovaginal pain ("vaginl pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("head pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy- (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, menstrual disorder, abdominal pain, uterine pain, vulvovaginal pain, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, headache, menstrual disorder, pelvic pain, uterine pain and vulvovaginal pain to be related to essure. The reporter commented: current weight: 1901bs. Have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: fallopian tubes occluded. 1. Normal appearance of the uterus. 2. Essure devices have radio graphically satisfactory poison and occlusion bilaterally.; on (B)(6) 2011: 1. Normal appearance of the uterus. 2. Essure devices have radio graphically satisfactory poison and occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:- pelvic pain, abdominal pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: newly added newts- abdominal pain, uterine pain, vaginal pain, head pain, back pain, onset date of previously reported events- genital hemorrhage, menstrual disorder, dyspareunia was added, product indication was added, reporter was added, consumer height, weight, race was added and address were updated, lab data were updated, medical history and concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.